Event description:
It was further reported that the patient underwent a generator replacement due to battery depletion.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may have not been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any defects¿ or malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported by the patients father that the physician noted the patient's battery was likely depleted or at near end-of-service (neos), as the patient's seizures have dramatically increased. No other relevant information has been received to date. No known surgical intervention has occurred to date.

Event description:
The suspect device was received and underwent product analysis. An interrogation, a system diagnostic test, and a wandcomm diag were performed. The device output signal was monitored for more than 24-hrs and a comprehensive automated electrical evaluation (showed a neos condition) was performed. The pulse generator was opened, the measured battery voltage showed a neos condition. A comprehensive automated pcba electrical evaluation and a battery life calculation were performed. No anomalies were seen, and the device performed according to functional specifications. Pa worksheet was reviewed and showed no anomalies. Wandcomm data was reviewed and showed no anomalies. Data dump was reviewed and showed no anomalies.